Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification, a crease fold, white particles in the shell and opening on the anterior. A visual and microscopic analysis was performed which identified a striated opening, wear abrasion and white calcification (approx. 10%). Based on the device analysis the final assessment is: a striated opening pattern assessed as surgical damage, consistent in the use of some surgical tool.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and "poss. Rupture/contracture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown, and concern with the product.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and "poss. Rupture/contracture". Device has been explanted.